Event description:
It was reported that arteriotomy closure of the common femoral artery (cfa) was attempted using the perclose proglide device after a diagnostic coronary procedure. Reportedly, during advancement of the knot, it was not possible to bring the suture trimmer close to the vessel wall. As the physician was not sure if complete hemostasis was achieved, manual arterial compression was applied. Two days post procedure, per hospital procedure, as manual arterial compression was used, an ultrasound of the cfa was performed. A new stenosis near the puncture site was found and the vessel morphology seemed to have changed as a kink was introduced near the puncture site. A percutaneous transluminal angioplasty with an unspecified balloon was performed at the lesion site; the lesion and vessel kink were still partially visible. There are no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.